Manufacturer narrative:
The unit did not have a button error alarm. All of the buttons functioned properly; however, the unit had corroded keypad traces. The unit had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a stained end cap sticker. (B)(4).

Event description:
The customer's mother called in to report a button error alarm. The customer had been wearing the insulin pump in her bra. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.